Manufacturer narrative:
(B)(4). Device evaluation indicated that post explant, the battery depletion and sleep current rates exceeded the expected ranges (44.67mv and 419ua respectively when the device was turned off). The vh impedance measured 10-kilo-ohms, suggesting the u1-analogic is damaged. As these measurements were taken post-explant, the damage was likely due to the explant procedure. The complaint regarding difficulty charging however could not be confirmed as analysis of the battery profile data log (pre-explant between (B)(6) and (B)(6) 2019) indicated 8mv/day battery depletion, which is within expected ranges. Difficulty removing the lead was confirmed. Visual and x-ray inspection found that the lead was not fully inserted into the port and the lead was locked down incorrectly by the setscrew on e6. Several contact springs were separated from the header. As the lead was not fully seated, this is the likely cause of the inadequate stimulation.

Event description:
A report was received that the patient had difficulty charging the ipg and the patient was not getting adequate coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and the patient was not getting adequate coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively.